Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: artisan surgical lead, 50 cm.

Event description:
A report was received that the patient experienced inadequate stimulation following a non-device related fall. The patient underwent a lead replacement procedure. The physician noted upon removal of both leads, one lead displayed high impedances and was fractured and the other lead migrated. Both leads were replaced, however, device malfunction was only suspected of the fractured lead. The migrated lead was replaced per physician preference. There were no exposed wires on the leads. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-4316 serial #: ni description: next generation anchor kit-sterile sc-2218-50, sn (B)(4): the complaint of high impedances was confirmed. Inspection of the lead revealed that the cables were completely broken at the bent location of the lead, near the proximal end. There are no exposed cables at the fracture site. The bent location is 1 cm from the set screw mark of the clik anchor. The completely fractured cables are the reason for the high impedances observed. Sc-4316: visual inspection of the clik anchor revealed that both eyelets have been torn through. The small pieces of silicone were not returned. It was confirmed that the silicone was cut off of the clik anchor and nothing was left in the patient.

Event description:
A report was received that the patient experienced inadequate stimulation following a non-device related fall. The patient underwent a lead replacement procedure. The physician noted upon removal of both leads, one lead displayed high impedances and was fractured and the other lead migrated. Both leads were replaced, however, device malfunction was only suspected of the fractured lead. The migrated lead was replaced per physician preference. There were no exposed wires on the leads. The patient was doing well post-operatively.